Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint could not be duplicated. Preventative maintenance was performed on the device and it was returned to the customer.

Event description:
It was reported that the device was running handpieces without the pedal being pressed. The device was sent in for repair, there is no information regarding patient involvement or adverse consequences.